Event description:
It was reported that the device system was explanted on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of catheter serial # (B)(4) revealed a user-related hole in the catheter body. Two holes were found at the 31cm mark. Interrogation of the pump indicated that it contained baclofen.